Manufacturer narrative:
Continued: e.1:. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). Pain: unable to observe. As per the investigation procedure, non-penetrating nick and particles. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.